Manufacturer narrative:
The event occurred on an unreported date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent with "floccule and discharge was not smooth". The cause of peritonitis was unknown. The patient was hospitalized and was treated with unspecified anti-inflammatory drugs for peritonitis. At the time of this report, the patient has recovered and was discharged. Pd catheter was removed and the patient was switched to hemodialysis. The reporter declined to provide additional information.